Event description:
On 1/7/99 one of a number of new anesthesia machines malfunctioned in the operating room. There was no pt harm but there was potential for harm. The ventilator, despite being programmed to deliver no positive end expiratory pressure suddenly delivered 10cm positive end expiratory pressure to the pt. The attending anesthesiolgist was present and discovered the malfunction immediately because the ventilation curve accurately reflected the positive end expiratory pressure. The pt was taken off the ventilator and was ventilated safely by bag. Again the ventilator was tried with a repeat of the postitive end expiratory pressure. The ohmeda technician was urgently called and arrived later to check the machine. The machine was removed from svc. A similar incident had occurred with another new ohmeda machine about one week prior but could not be reproduced. Both ventilators have been returned to ohmeda.